Event description:
During routine monitoring of heliox cylinder pressure gauge, pressure read 250 psi. The respiratory therapist began the process of replacing the tank with a full one. After securely the regulator to the full tank, the tanks valve was turned on and a loud pop was heard, a rupture was found in the supply line. After the hose ruptured, a shorter replacement hose was used to continue the therapy. FDA safety report ID # (B)(4).